Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "lag screw inserter would not fully seat on lag screw. Would thread in by hand half-way, then stop. Another lag screw inserter was used to finish the case". Additionally reported: "no delay, just had to open another set for the instrument. No adverse consequences. After case and decontamination, looked like the threads were bent where the lag screw would screw on."

Manufacturer narrative:
The reported event could not be confirmed, since the product was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. More information as well as the affected product must be available in order to determine the exact root cause. However, based on the risk management file and past complaint history some of the possible causes are but not limited to: oblique insertion of rod in the lag screw including the current and previous surgeries, hammering of lag screwdriver during former surgeries to insert lag screw, improper handling during reprocessing, etc. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or any further information is provided, the complaint report will be updated.

Event description:
As reported: "lag screw inserter would not fully seat on lag screw. Would thread in by hand half-way, then stop. Another lag screw inserter was used to finish the case". Additionally reported: "no delay, just had to open another set for the instrument. No adverse consequences. After case and decontamination, looked like the threads were bent where the lag screw would screw on".